Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was "dirty" and the packaging was "ripped" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "sterile product into the box with dirty and rip."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was "dirty" and the packaging was "ripped" before use. The following information was provided by the initial reporter, translated from portuguese to english: "sterile product into the box with dirty and rip."

Manufacturer narrative:
H.6. Investigation: bd received a 14 gauge insyte autoguard unit from lot 9067756 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of hair loose inside of the packaging. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was caused by human error during the packaging process. A training was held for all packaging personnel to ensure that proper gowning is worn at all times and to prevent recurrence.